Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was 6fr. Reportedly, the sutures were not deployed correctly and the sutures pulled out of the artery. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device; however, he is in-training in the preclose technique. No additional information was provided.